Event description:
Manufacturer representative reports device explanted due to infection. Device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.